Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin flow blocked alarm functioning properly. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019 with blood glucose level of 508 mg/dl. Customer also stated that the insulin pump did not alarm when there was no delivery. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer was treated with insulin shots in the hospital. Customer alleging insulin pump was under delivering because insulin pump was not adjusting proper dosages of insulin that led to high blood glucose level. Customer was assisted with troubleshooting of audio issue. Customer stated that the insulin pump was set on audio and vibrate and they were advised to adjust the audio volume to 1 and 5, press save, and listen for the beep; however they did not heard when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.